Event description:
It was reported that the 9800 system is displaying an iris pot error on the c-arm display. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the collimator and reloaded software and proper flash. The system was tested and found to be working as intended and placed back into service.